Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate) was investigated. As received, the latches on the trunk cable connector were broken, creating an insecure connection with the test monitor. The cause of the reported inability to communicate is the insecure connection. The root cause of the damaged connector has not been positively identified. In addition, there was an open pulse wire inside the trunk cable. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate.